Event description:
The customer reported that while the unit was in use on a patient, the unit failed to display a pressure trace while using a baxter/edwards pressure cable for pressure triggering. Instead, the unit displayed a "system trainer" message. Therapy was continued using an ECG trigger. No pt injury was reported.